Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported when a patient presented in clinic for routine follow up, device interrogation displayed the battery longevity had reached elective replacement indicator several months ago. The battery is now at end of life. Premature battery depletion suspected. The device was explanted and returned.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.